Event description:
It was reported by service report that the bed exit alarm was not functioning properly, and no alarm signal was received at the nurse station. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: bed exit buzzer was not plugged into correct pins on the cpu board.